Event description:
Additional information provided indicated events have been resolved and the gel stent did not touch the iris. The device has not been explanted at this time.

Manufacturer narrative:
The reported events of device migration, ocular pain, erosion/ulceration and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings- the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). The safety and effectiveness of this device in neovascular, congenital and infantile glaucoma has not been established. To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported patient had a combined cataract surgery plus xen®45 gts inserted in the left eye. On day one or two post-operative there was, "significant friction on the top eyelid," and, "ulceration of corneal after scratching the eye and xen implant descended 1.5 mm in anterior chamber, asymptomatic. No more filtration at day four." At day 4 post-op, patient experienced pain related corneal ulceration. At that time, healthcare professional was noted the device has descent of 1.5mm into the anterior chamber. Healthcare professional believes the causality is due to the patient rubbing their eye after surgery. The implant is no longer filtering. Significant friction on the top eyelid and pain related corneal ulceration after scraping were also noted. The device remains implanted at this time.